Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : part: 04.027.050s, lot: 1l40280, manufacturing site: bettlach, release to warehouse date: 13.september 2018, expiry date: 01.september 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Expiration date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this complaint is related to (B)(4) which reports the interference of the pfna. This complaint is about the cut-out. It was reported that on (B)(6) 2019, the patient underwent the implant surgery with the pfna blade in question. On an unknown date, the cut-out occurred. On (B)(6), the patient underwent the removal surgery, and the surgeon removed the blade only. (Reported by (B)(4)) no further information is available. Concomitant device reported: pfna-ii extra small nail (part #: 472.101s, lot # unknown, quantity # 1), pfna-ii end cap (part #: 473.170s, lot # unknown, quantity # 1), locking screw stardrive (part #: 04.005.522s, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).